Event description:
As reported by the customer, the disinfectant replacement indicator was blinking. The disinfectant was past due for changing by four days. Three scopes had been reprocessed with the device with expired disinfectant. However, the scopes were not used on any patient or in case procedure. The disinfectant has since been changed and the scopes reprocessed correctly. There is no patient involvement in this event.

Manufacturer narrative:
The device is not available as the issue has been resolved. Customer had called the technical assistance center (tac), and a tac specialist helped the customer identify that the device disinfectant had expired. Customer was advised to not use the device until the expired disinfectant was changed. Customer was also informed to verify if any scopes were reprocessed with expired disinfectant and if they were used on a patient. Customer verified that three scopes were reprocessed with expired disinfectant but were not used on any patient or in any case. The device disinfectant has been changed and the scopes reprocessed. Supplemental report(s) will be filed if any information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the disinfectant replacement indicator light was blinking due to the disinfectant being expired. It is likely the event occurred because the user was not aware of time for replacement of acecide, or the user did not confirm content of the instructions for use (IFU) thoroughly. A definitive root cause could not be specified, however the IFU states "the equipment indicates the replacement timing when the set value for the elapsed days or operations is reached". Olympus will continue to monitor field performance for this device.